Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Continuation: d224trk implantable cardioverter defibrillator 2010-(B)(6); 419478 implantable pacing lead 2010-(B)(6); 4470 competitor implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
The patient reported that the "lead end was defaulted and caused [the patient] to pass out." The physician was contacted. The patient had a syncopal episode and loss of capture was noted on the right ventricular lead. The lead was reprogrammed. Five days later, the patient went to the emergency room for chest pain and was found in complete heart block. While hospitalized, there was a noted loss of capture on the left ventricular lead. The left ventricular lead had normal values when tested. The right ventricular lead was capped and replaced with a pace/sense lead. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.